Event description:
It was reported that the patient presented to the emergency department after receiving inappropriate atp and hv therapies for svt being misdiagnosed as vt due to programming. No symptoms were reported. Further evaluation and programming changes were recommended

Manufacturer narrative:
(B)(4).